Manufacturer narrative:
The evaluation found the unit was had no image signal from the composite output connection due to a faulty (dp) printed circuit board. The device was repaired to asset specifications and returned to asset stock. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The asset visera elite ii video system center was returned to the service center. There was no reported allegation of any malfunction associated with the device. No patient involvement or harm was reported. Upon inspection and testing, the unit was found to have a no image malfunction as there was no image signal from the composite output connection due to a defective printed circuit board.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the signal output was not generated due to the dp board failure.